Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, there was enlargement of the seal when the laparoscopic device was introduced through the eight 12mm trocars and that it did not recover and there were gas leaks and there were also lots of pneumoperitonuem leaks noted. There was tissue damage. The user changed the trocar to complete the case.